Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms have occurred in the last month. The customer's blood glucose (bg) level was impacted (300 - 400 mg/dl). The customer delivered insulin by filling tubing while connected at the site. As tandem technical support was not contacted at the time of the prior issues and the customer declined to troublshoot during the call, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, the customer reported noting insulin residue on the pump and cartridge, but did not know the location of the cartridge leak. The customer's bg level was over 300 mg/dl. The customer loaded a cartridge to deliver a correction bolus.